Manufacturer narrative:
(B)(4).

Event description:
The catheter was confirmed to be fractured. It was noted they were changing the drug concentration from 35 mg/ml to 2 mg/ml. The device system was used to deliver dilaudid. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.